Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced the infusion set packaging issue on (B)(6) 2025. The infusion set was not sealed properly, and misshaped or sterile packaging was not intact. The patient also reported that infusion set seemed to be previously opened repainted the edges missing part. No further information available.

Manufacturer narrative:
Additional information. This MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date no additional patient or event details have been received.